Event description:
On (B)(6) 2012 surgeon was correcting a deformity using a rod introduction plier. The plunger fell off the plier and the barrel was twisting. The surgeon used another rod introduction plier, but the plunger was coming loose and he was unable to tighten the screw. The bar in the center of the rod holder forceps that keeps the handles intact broke in half also during the procedure. He was able to finish the procedure with a third set. The surgery was prolonged about 10 minutes. This is 3 of 3 reports for this event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The rod holder corresponds to the drawings and processes at the time of manufacture. The evaluation shows that the device functions normally after been checked with internal function gage number 474 and also with a 6mm gage pin. The device is over 3 years old. The screws have loosened due to misuse or mishandling. Placeholder.

Manufacturer narrative:
No irregularities were found during the device history record review. The hardness of all the components are conforming.